Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was replaced on (B)(6) 2019 and existing catheter was tied off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the spinal segment of the catheter was retained and capped and the pump was explanted on (B)(6) 2019. It was noted that the event was related to surgery/anesthesia. The patient's pump was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on 2019-dec-27 the patient presented to hospital as they developed cellulitis around the pump site. The patient's entire system was explanted/not replaced on (B)(6) 2019 and the patient was admitted. The device (pump) disposition was returned to manufacturer. The spinal segment of the catheter was tied off. The event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was cellulitis at the pump site. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.